Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from FDA, which states ¿patient was 30 minutes into rapid rituxan infusion when tubing possibly cracked and drug leaked down pump onto floor (~250ml). No drug leaked onto patient or employees. Tubing was disconnected and sealed into ziplock hazardous bag and returned to pharmacy."